Event description:
As reported, during laparoscopic hernia repair procedure, the capsure fixation was used to fixate the 3dmax light mesh. It was reported that the device trigger was hard to pull and the first two fasteners did not pierce the tissue. As reported, when the trigger was pulled again, the first and second fasteners were deployed in a connected state and two fasteners pierced near cooper¿s ligament in a half-baked state (i.e., did not fixate completely). It was reported that when the two fasteners were removed from the patient¿s body, a small amount of bleeding occurred, which soon subsided and was not a problem, per the surgeon. It was reported that the third fastener deployed without any problem and the procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two proud fasteners which did not fixate. Based on the sample evaluation, the reported performance issues is confirmed as a result of debris / blood in the cannulas causing the deployment issues. The blood / debris caused resistance in the device. The device was able to function as intended during functional and simulated use testing after the debris was cleared. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2024. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position" and ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ sample evaluated.